Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: black box dates from 6/11/2015 -6/19/2015. Black box data from time of complaint has been overwritten. Unable to confirm or duplicate complaint during investigation. Current bb shows no evidence of short battery life. Pump is unable to maintain an electrical connection with returned battery cap due to cap detaching. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).